Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9617604-2024-00814. Please reference file mrn 9617604-2024-00813 for all details pertinent to this event.

Event description:
It was stated that cuff would not inflate. The trach was in the patient when the incident occurred. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.